Event description:
It was reported a patient underwent an unknown surgery on an unknown date a reservoir was used. It was found that there was a black foreign matter in the package in the operating room. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H3 evaluation: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. The returned device arrived in its original, unopened packaging. During visual inspection of the sealed package, an unknown foreign matter was observed within the packaging. Additionally, photos were provided and they showed the condition of the reported event. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.